Event description:
Same case as MFR# 2134265-2008-04589 and 2134265-2008-04590. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The severely calcified lesion being treated was located in the mid-segment of the moderately tortuous right coronary artery (rca). The 3.0 x 15mm maverick 2 balloon catheter was advanced to the lesion and reported to have ruptured "almost immediately" upon the first inflation to 16 atms. The procedure was completed with a different device. No pt injury or complications were reported. The pt's status was reported as "ok".

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without an analysis of the complaint device, it was not possible to confirm the reported event and inspect the device for possible root causes. There was no indication of a mfg defect or anomaly identified within the review of the mfg records for the reported batch number. Though the exact cause of the reported event was not determined, the most probable root cause is considered operational context.